Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the device found that it did not perform to expected longevity. ICD was tested on the automated testing equipment and no high current drain sources were found. The hybrid with new battery went through temperature testing. No high current drain was observed. Destructive analysis found no internal loading sources. The cause of the battery depletion was not determined.

Event description:
It was reported that the device had reached eri prematurely. The device was explanted.